Manufacturer narrative:
An event of obstruction and ventricular fibrillation during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the right coronary artery was obstructed with the autologous valve leaflet, resulting in ventricular fibrillation, the valve was initially placed at a depth of 6mm from the non-coronary cusp, which is deeper than the optimal 3mm depth, and the valve was subsequently removed. Based on all available information, the reported obstruction and ventricular fibrillation appear to be related to procedural conditions (placement of valve obstructed right coronary artery and resulted in ventricular fibrillation). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant. During preparation, the retainer tabs were noted not to fit well; one of the tabs was noted to bend without applying any force, making the tab fixation unstable. A replacement 23mm navitor valve was prepared with no reported issue. When the valve was placed (non-coronary cusp: 6 mm, left-coronary cusp: 6 mm), the right coronary artery was obstructed with the autologous valve leaflet, resulting in ventricular fibrillation. Direct current countershock was performed. The valve was removed. The plan is to discuss options, including surgical treatment, with patient¿s family. A pre-existing aortic stenosis has improved due to pre-balloon aortic valvuloplasty (pre-bav). The patient's condition is stable. The patient had a prolonged hospital stay for monitoring of rhythm. There was no clinically significant delay in the procedure.